Event description:
On april 16, 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The complaint was classified based on the initial info provided to the customer care advocate (cca). The pt told the cca she obtained a reading of 325 mg/dl on the reported meter in 2009, compared to a reading of 232 mg/dl on another meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She said she took humalog 11 units based on the reading of 325 mg/dl and around 1 hour later she reportedly felt shaky, sweaty, cold, and like she was going to pass out. A blood glucose reading was not obtained while the pt was symptomatic. The pt said she treated herself with juice and a cookie. The cca noted that the pt followed correct testing technique. The cca walked the pt through performing two control solution tests; both test results were within specifications. This complaint is reported because the pt alleges that she took additional insulin based on an inaccurately high reading on the lfs product and afterward experienced symptoms consistent with hypoglycemia. She said she treated herself with food and beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.